Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient became hypotensive and a cardiac tamponade was discovered. The outcome of this case is unknown. No patient complications have been reported as a result of this event. No further patient complications have been reported as a result of this event.